Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The insulin pump unable to perform full drive system test due to motor error alarm. Motor was tested outside of the device and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error during priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further information given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.